Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plastic in the reservoir lip ring was damage. Customer's blood glucose level was 190 mg/dl at the time of the incident. Customer states the pump has physical damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button and keypad overlay texture damaged.